Event description:
Procedure 1999 - open reduction internal fixation syndesmosis disruption, tibia-fibular joint, distal left ankle. Two(2) syndesmosis screws placed. Procedure later in 1999 - hardware removal left ankle due to broken screw. One broken screw and one intact screw removed. The deeper portion of broken screw was not removed.